Event description:
It was reported that the pump declared a cartridge alarm during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.